Manufacturer narrative:
The customer's telephone number is (B)(4). A field service engineer (fse) was dispatched to the customer's site. The fse indicated that when controls were run, the instrument generated abnormal scatter plot and white blood cell (wbc) results which were flagged with "*" or "v". The fse also noted basophil results which were greater than 2.0 on quality control (qc) results. The fse inspected the coulter® act 5diff wbc lyse reagent and noticed crystallization. The fse proceeded to change the reagent to resolve the issue. The customer did not provide any information regarding handling and/or storage of the reagent. In conclusion, failure mode of the event is attributed to crystallization of the coulter® act 5diff wbc lyse reagent; however, the cause for the crystallization of the reagent is unknown. Beckman coulter reviewed its complaint database and determines that the issue does not appear to be a systemic malfunction of the reagent lot in question. No related complaints were identified for this issue. Note: "*" flag indicates the presence of an abnormal number of cells in comparison to leukocytes whereas the "v" flag is a voteout flag. The instrument performs two counts on the white wbc, red blood cell (rbc), hematocrit (hct), and platelet (plt). If the results for the two counts differ by more than a predefined limit, the wbc, rbc, hct, and plt results are flagged with a voteout "v" flag. (B)(4).

Event description:
The customer reported obtaining high white blood cell (wbc) backgrounds and high basophil (ba) quality control (qc) results when using the coulter® act 5diff wbc lyse on the coulter® act 5diff autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. The customer did not provide any instrument printouts for this event; however, the customer provided partial screen shots to demonstrate the issue. Beckman coulter reviewed the screen shots confirmed the abnormal scatter plot. Additionally, the instrument generated high basophil qc results which exceeded the operator-defined range, and "r" flags on differential qc results to alert the customer to review the results. The coulter® act 5diff wbc lyse reagent was used in conjunction with the coulter® act 5diff autoloader serial number (B)(4) for this event.